Event description:
The facility rep reported "constant alarm then it turns off by itself" on a flogard pump during bio-med testing. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility representative, no pt injury or medical intervention has been reported related to the device. No additional info was available.

Manufacturer narrative:
The device has been received for eval, however, eval is not complete. A follow-up report will be filed upon completion of the eval or if additional info becomes available.